Event description:
Hcp reported a pt implanted with a pump passed away. The pt had been rushed from their residence to the emergency dept with a respiratory compromise. Pt later succumbed to the event. The doctor reviewed the report from the emergency dept and felt the pt's death was "unlikely" related to a pump or catheter failure, or filling error. The pump was explanted and returned to the MFR for analysis. The catheter was cremated with the pt. A follow-up report will be sent when add'l info is received.